Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient¿s mother reported that the patient had been in the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 24.5 mmol/l (441 mg/dl) while wearing the pod for an unspecified duration of use. The patient¿s mother reported the patient put the pdm in the washer on accident and the pdm was not turning back on or delivering insulin. The patient had to go to the ER due to not having a backup method of insulin. The patient¿s mother reported the patient was feeling anxious and agitated. No other symptoms were mentioned. The patient was provided insulin cartridges and needles for manual injection. The patient was discharged after approximately 40 minutes in the ER. The patient¿s mother reported the patient self-administer insulin using a syringe once they were home.